Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain(chronic)") in an adult female patient who had essure (batch no. 959216 - inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycles"), alopecia ("hair loss"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in mouth") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy and removal of bilateral essure coils). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, alopecia, feeling abnormal, dysgeusia, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, dysgeusia, dysmenorrhoea, feeling abnormal, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Appropriate placement was confirmed bilaterally. The patient tolerated the procedure well batch number :959216 no valid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain(chronic)") in an adult female patient who had essure (batch no. 959216) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycles"), alopecia ("hair loss"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in mouth") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy and removal of bilateral essure coils). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, alopecia, feeling abnormal, dysgeusia and menorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, dysgeusia, dysmenorrhoea, feeling abnormal, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms.appropriate placement was confirmed bilaterally. The patient tolerated the procedure well most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Event menorrhagia was added. Lot number added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in mouth") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (she underwent salpingectomy to remove essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, alopecia, feeling abnormal and dysgeusia outcome was unknown. The reporter considered abdominal pain, alopecia, dysgeusia, dysmenorrhoea, feeling abnormal, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.